Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 3-4 and a prolapsed posterior. Upon inserting the steerable guide catheter (sgc) into the left atrium, a thrombus was observed. Therefore, the device was removed and the procedure was discontinued. The patient was given heparin. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombus. Thrombus is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required was a result of case-specific circumstance as heparin was given to the patient. There is no indication of a product issue with respect to manufacture, design or labeling.